Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 252 and 112 mg/dl. Tests were done within 10 minutes. Patient performed three control solution tests prior to call with results of 142,130,132 ( range 95-129) outside specifications. Control solution tests at time of call two separate vials strips same lot/code 141 and 142 respectively( 95-129) both outside specifications. Patient did not experience any adverse events. No further information has been reported.